Manufacturer narrative:
The technician adjusted the cardio pulmonary resuscitation cable assembly to resolve the issue.

Event description:
The technician alleged that the cardio pulmonary resuscitation is not functioning. No pt impact.